Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, visual summary analysis of the lead indicated damage at implant and visual summary analysis of the lead indicated stretching. (B)(4)

Event description:
It was reported that during the implant procedure, two leads were attempted but were not implanted in the atrium because each lead fixation screw was not working. A third lead was successfully implanted. No patient complications have been reported as a result of this event.